Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a primary infusion of adrucil (1,920 mg in 500 ml of normal saline) was to infuse over 23 hours at a rate of 21.74 ml/hr, however the user returned several hours after the start of the infusion to find the medication bag half empty, earlier than expected. The chemotherapy medication was programmed in the adult profile. There was no patient harm reported. The administration set containing chemotherapy was discarded after the event. The hospital investigation later determined a programming error occurred, is not alleging a device malfunction, and declined further event investigation.